Manufacturer narrative:
The report we received from our affiliate indicated that, during a post dilatation of the internal carotid artery, difficulty was experienced in deflating the balloon. The guiding catheter and balloon catheter was removed as a unit from the pt's body. The procedure was completed without report of pt injury or complications. A percusurge guidewire, 9f brighttip guiding catheter and brighttip size 9f sheath were used. The product is to be returned for eval and testing. Additional info will be submitted within 30 days upon receipt.

Event description:
Balloon deflation.